Event description:
Patient had a duofix lcs femur implanted by dr (B)(6) on (B)(6) 2007 and gradually developed pain and swelling in the knee after this was implanted.

Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4) and (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation, the MDR report concluded that the revision was not due to alumina particles. The bio engineering report concludes that need for revision was undetermined with the information provided. The customer did not report a device defect. Reference was made to the field safety corrective action but no device defects were explicitly stated. It is unlikely that there was a manufacturing fault. A field (B)(4). However, this complaint is considered out of series with an undetermined failure. Should any further information be provided relating to this case then further investigation will be undertaken. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis and through post market surveillance per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.